Event description:
Ous MDR - since the first follow up in the clinic, the rv pacing threshold was high but stable at around 4.0 v at 1.5 ms. The rest of the measurements were normal and stable since the implantation. After noticing noise on both the ff iegm and the rv channel the physician decided to add a new rv lead. On (B)(6) 2014, the patient underwent a lead addition as well as a device replacement. We received info from the physician that the patient is swimming on a daily basis.